Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred from the arterial head of the dialyzer. Estimated blood loss was 10cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is available for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.